Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose. Customer declined to follow up with tandem technical support regarding the issue, therefore no additional information was obtained.